Event description:
It was reported that they had a nurse try to use a urine transfer kit but it malfunctioned and broke while trying to transfer the urine. This is what the nurse told; they were collecting a urine sample from a patient. They were transferring the sample from a specimen cup to a yellow vacutainer and the needle transfer device broke. When they pushed the yellow vacutainer into the transfer device, instead of penetrating the rubber top, the needle and the collection tube broke free from the transfer device and the needle dropped down the collection tube into my specimen cup. There was no incident, but if they were not holding onto the device the way they did, something would have occurred differently they might have been stuck by the needle.

Manufacturer narrative:
The reported event was inconclusive because no sample was available for evaluation and further investigation did not result in any additional findings. Root cause could not be identified. Although a root cause could not be definitively identified, based on the risk documentation review, a potential root cause for this type of failure could be inappropriate material selection. The DHR review could not be performed without a lot number. The product catalog number and the lot number for this device are unknown. Therefore, bd is unable to determine the associated labeling to review. Correction: d, g. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that they had a nurse try to use a urine transfer kit but it malfunctioned and broke while trying to transfer the urine. This is what the nurse told; they were collecting a urine sample from a patient. They were transferring the sample from a specimen cup to a yellow vacutainer and the needle transfer device broke. When they pushed the yellow vacutainer into the transfer device, instead of penetrating the rubber top, the needle and the collection tube broke free from the transfer device and the needle dropped down the collection tube into my specimen cup. There was no incident, but if they were not holding onto the device the way they did, something would have occurred differently they might have been stuck by the needle.